Event description:
An intraocular lens (iol) optic and haptic tore in the cartridge of the iol delivery system. Enlargement of the incision was required to accommodate removal and replacement of the lens.